Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient experienced persistent hyperglycemia, with glucose levels rising above 500 mg/dl overnight, accompanied by nausea and vomiting. Multiple insulin boluses produced minimal response. The patient replaced the infusion set due to ineffective insulin delivery, after which glucose levels gradually decreased. There was a patient involvement and there were no additional adverse consequences.